Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insertion site for the first intra-aortic balloon (iab) was the patient's right femoral artery. Per the rn the first iab was placed, the fiberoptix sensor (fos) did not connect and the iab would not unwrap. There were constant high pressure alarms and while on the phone, they ran cine and could see that the proximal end of the iab was not unwrapping. The clinical support specialist (css) suggested they use the syringe in the kit and perform a manual inflation; however, the md decided to remove and replace the iab with a second one. The second iab was inserted in the opposite femoral artery. There was a 15 minute delay in intra-aortic balloon pump (iabp) therapy.

Manufacturer narrative:
(B)(4). No product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the balloon would not inflate completely is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that the insertion site for the first intra-aortic balloon (iab) was the patient's right femoral artery. Per the rn the first iab was placed, the fiberoptix sensor (fos) did not connect and the iab would not unwrap. There were constant high pressure alarms and while on the phone, they ran cine and could see that the proximal end of the iab was not unwrapping. The clinical support specialist (css) suggested they use the syringe in the kit and perform a manual inflation; however, the md decided to remove and replace the iab with a second one. The second iab was inserted in the opposite femoral artery. There was a 15 minute delay in intra-aortic balloon pump (iabp) therapy.